Event description:
Within the first five minutes of an initial home hemodialysis treatment, the pt complained of chest pain, shortness of breath, and vertigo. The pt's systolic blood pressure measurement was 60-80 mmhg. The pt's symptoms resolved after treatment stopped and a blood rinseback was completed. No other medical intervention reported for the symptoms described. Pt was transferred to the ER and admitted for further eval. Subsequent dialysis during the inpatient stay was uneventful using a different manufacturer's dialyzer.

Manufacturer narrative:
Exact cause of the reported issue cannot be determined. A review of the reported lot number found no other related cases. The cartridge was discarded precluding further investigation. The user guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established.